Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer changed the infusion set the day of the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump failed the prime test initially. The customer was not feeling well enough to perform the test again with a different infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.